Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because "the lead had perforated through the right atrium. As a result, the patient and physician chose not to replace it at this time. A plug was inserted and the device was programmed to vvi 50". The lead was retained by the hospital.